Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon and no external damage was noted. Leak testing and functional testing was not performed due to the blood observed inside of the balloon region. The polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. The outer balloon line located inside of the handle was cut distal to the check valve. The outer balloon line was pressurized to locate a leak path. A leak path was found in the outer balloon itself.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) the crbs polarx fit st catheter was selected for use, while positioning the catheter in the rspv the console generated a blood detection error. It was noticed some potential blood in the catheter lumen. The troubleshooting was performed, and the balloon and the extension cable were replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that a small amount of blood was visible in catheter after the error occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) the polarx catheter was selected for use, while positioning the catheter in the right superior pulmonary vein (rspv) the console generated a blood detection error. Small amount of blood was visible in catheter after the error occurred. The troubleshooting was performed and the balloon and the extension cable were replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.